Event description:
A customer reported that in an ophthalmic console pressure started losing infusion while in eye. Procedure details and patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed (via event log review) but was unable to replicate the reported event. The fluidics module was subsequently replaced to address the issue. The fluidics module was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The fluidics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The reported event was not replicated and there was no problem. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).